Event description:
According to the customer: "after priming during inserting the cannula. During cannulation the veneuze pressure was changing. This was for a small child with an indication for vv-ecls. The pressure goes from very negative to very positive. In the first instance they thought of a pinched hose but after checking this it turned out not to be the case. After this a new set was urgently built. This is the second time this has happened with a disposable. The set was checked for moisture but they did not see this. The pressures were properly zeroed. Also the cables for the pressure measurement were checked and reconnected and they seemed fine". There were no consequences for the pt. The device was not used in pt care so clotting could not occur. Only the venous pressure was drifting. From negative -500 to max 500 mmhg. (B)(4).

Manufacturer narrative:
The product has been investigated in the laboratory of the manufacturer with the following results: during visual inspection, humidity within the pump housing was detected. During testing, the product for tightness a fluid leakage at the tube connection of the blood inlet connector and at the de-airing membrane was detected. At the pressure sensor of the blood inlet connector's oxidized conductor plate was detected. The failure "changes of the venous pressure" could be confirmed by the manufacturer. The most probable cause of the failure could be the oxidized conductor plate. Maquet cardiopulmonary is aware of similar complaints showing a similar malfunction. An internal process ((B)(4)) was initiated to determine the most probable root cause and to implement the appropriate corrective action. Additional complaints will be opened in order to track and trend the failures "leakage at the tube connection of the blood inlet connector" and "leakage at the de-airing membrane".

Event description:
(B)(4).

Manufacturer narrative:
The former mentioned (B)(4) was transferred into the nonconformance process with reference # (B)(4) with the following outcome: an investigation of oxygenators in question showed that the venous pressure sensors are probably corroded. A white crystalline substance has been found on the pins of the pressure sensor. The priming solution leads to an electrolysis when cardiohelp starts to work. The electrolysis starts instantly and causes a "short circuit" between the pins. The "short circuit" furthermore leads to implausible sensor pressure readings. If could be shown by a dried electrolyte plug that this state has obvious no impact on pressure sensor readings. It is obvious that the electrolyte (saline - priming solution) etches the pins of the plug. The most probable root cause is that varnish applied on pcb and plugs of venous pressure sensor does not resist the etching of the saline.

Event description:
(B)(4).

Manufacturer narrative:
The product was requested to return back to the MFR for laboratory investigation. The product was not received back yet. The investigation is still pending. A supplemental medwatch will be submitted when further info becomes available. Additional info: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510 (k): k101153.